Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers were opening fully instead of stopping at their designated positions. The field service engineer (fse) found that none of the mini drawers were detecting pocket positions. The fse replaced the mini engine, which was causing glitches in the other drawers. All black and white sensors were cleaned, and components were checked. Test functions were performed, and the customer verified that the drawers were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawers were opening fully instead of stopping at the designated position. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.